Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp pump for the bedside monitor (bsm) failed during surgery. When pressing the start button, nothing would happen, and the pump would not run. They were using known to be good nk cables and cuffs, but the issue persisted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: data acquisition unit: model #: ja-694pa serial #: (B)(6). Device manufacturer data: 07/16/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the nibp pump for the bedside monitor (bsm) failed during surgery. When pressing the start button, nothing would happen, and the pump would not run. They were using known to be good nk cables and cuffs, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp pump for the bedside monitor (bsm) failed during surgery. When pressing the start button, nothing would happen, and the pump would not run. They were using known to be good nk cables and cuffs, but the issue persisted. Investigation summary: the reported device was sent in for evaluation and repair on notification #(B)(4). During the evaluation, no issues could be found with the device, except for a loud pump and solenoid. Therefore, the root cause of the reported issue could not be determined. The pump and solenoid were replaced as a preventive measure. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: data acquisition unit: model #: ja-694pa, serial #: (B)(6), device manufacturer data: 07/16/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the nibp pump for the bedside monitor (bsm) failed during surgery. When pressing the start button, nothing would happen, and the pump would not run. They were using known to be good nk cables and cuffs, but the issue persisted. No patient harm was reported.